Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nn440 - columbus uc gliding surface t4/4+ 10mm. Specifically it was reported that approximately three years after total knee arthroplasty in (B)(6) 2023, displacement of the gliding surface from the tibial baseplate was identified during a clinical and x-ray assessment. The patient presented with knee swelling, no history of trauma, or prior postoperative complications. Earlier x-ray images from 2024 showed no abnormalities, while the current evaluation indicated a potential compromise of the tibial baseplate and possible contact-related damage to adjacent components. The patient requires revision surgery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nn009z - as columbus cr narrow femur cement.f7n l (aesculap ag ref. No. (B)(4)). Nn077k - columbus cr/ps tib.plateau cemented t4 (aesculap ag ref. No. (B)(4)). Nx043 - patella 3-pegs p3 (aesculap ag ref. No. (B)(4)).